Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during ultrafiltration treatment with ak96 machine, it was reported that approximately three hours and fifty minutes after treatment was initiated, the patient experienced dizziness. It was reported that ultrafiltration was stopped immediately. It was found that there was a excessive fluid removal of 1.8l. As treatment for the event, the patient received 250 ml of 0.9% sodium chloride (intravenously) and 500 ml of 5% glucose and 20 ml of 50% glucose solution (orally). No additional information is available. .